Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Invalid syringe size was found in pump event history log. Reported problem was able to be duplicated during syringe test and calibrate syringe size test. Force sensor was out of calibration. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced size pot. Performed calibration on the pump and passed.

Event description:
It was reported that the device's syringe size sensor test failed. No patient injury was reported.